Manufacturer narrative:
Note that the h6 codes have been updated to reflect the new information. Review of this MDR and/or additional information received showed that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event no longer meets the reported requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received: it was reported that there was a different manufacturer¿s lead implanted. Case was rescheduled for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a navigation system being used for an electrode and probe placement procedure. The procedure included two plans, one for each side of the patient's head. The site was focused on the second plan and then went back to the plan task in the software and selected the second plan there as well. The site went back to the navigate task and began navigating in guidance view, but then went into the ventricle. The site expanded the view and saw the software had switched back to the first plan, so guidance view was targeting (the ventricle) instead of the target for the second plan. The issue resulted in the surgeon being off. Technical services indicated that the software will always default to the first plan when tasks were changed. When entering navigate, the panel to the right closes, so one cannot see which plan was selected or the distance to plan metric. The patient was affected. The procedure was completed without aborting imaging or navigation. No further complications were reported/anticipated.